Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader 2 were reviewed and the dhrs showed the fs libre reader 2 passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, "when he plugged the meter in, there was a kind of explosion that blew out the fuse and the battery from their freestyle libre 2 has melted while the reader was being charged." There was no report of death, serious injury, or mistreatment associated with this event.